Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a possible subclavian crush, which did not allow appropriate sensing or pacing activity. No additional adverse patient effects were reported.